Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that the fms vue pump device, during an electrical safety test had a failure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the device had signs of damages due to being possibly dropped down. The pinch valve was bent and the cpc connector was defective. The irreparable valve was replaced along with the air-connector, the physically damaged bezel enclosure was repaired, and the device was cleaned, calibrated newly, tested and found to be fully functional. As identified during evaluation, a possible drop has caused the damage to the carious components of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/04/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.